Manufacturer narrative:
A medtronic representative went to the site and performed an o-arm system checkout. He found that the o-arm tracker was out of calibration by 3.5mm. He re-calibrated the tracker and this resolved the issue. System performed accurately after calibration.

Event description:
A medtronic representative reported that during a spinal fusion case the surgeon felt that navigation was inaccurate. Surgeon said it was roughly 5 mm off. The surgeon had used the alleged 5mm inaccurate spin to place the first half of screws and then noticed the inaccuracy. They did a second spin and navigation was accurate. This issue caused about a 15 min delay. They continued to use navigation for the case and the post-op o-arm spin showed accurate screw placement. No harm to patient.